Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the actual device was received for evaluation enclosed in its original packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was gravity tested in the laboratory; then leak tested under water and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked from the burette. This issues was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.